Manufacturer narrative:
Internal complaint # tw (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was performed. Signs of clinical use with no evidence of blood were observed. The cannula handle, toggles, tubes, c-ring, bisector blade and the electrodes appeared intact. No visual defects were observed. To test the ability of the bisector blade to cut, a cautery test was performed on an artificial vessel for five times. The device could transect the vessel with a clean cut without any failure. Based on the results of the evaluation, the reported failure to cut was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro knife malfunctioned/bad functioning and cutting was impaired. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro knife malfunctioned/bad functioning and cutting was impaired. A replacement device was used to complete the procedure. The hospital did not report any patient effects.